Event description:
(B)(4). The dentist reported 23 days after the dental implant was installed in intraoral region #19 it was verified its non osseointegration. Sixty ncm of primary stability was achieved and immediate load was performed. Patient presented bone type ii.